Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast surgery with 400cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, catalog numbers 3504504bc on the right side and 3503254bc on the left side, serial numbers (B)(4) on the right and (B)(4) on the left side on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware of the following information: patient date of birth: (B)(6)95. Patient date of implantation: (B)(6)18. In addition, mentor became aware the patient experienced bilateral capsular contracture, baker grade 2, and experienced a deformity and hypertrophic scarring which was removed. On february 26, 2020, mentor received the device for evaluation. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).